Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a video of the customer's report was provided. Review of the video did show the error message related to the customer's report. However, without receipt of the device, root cause evaluation could not be performed. The device log was cleared, and the internal memory was formatted as a precaution. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.